Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned and replaced due to lead fracture. The rv lead was presenting loss of capture and a drop in impedance measurements. The ra lead was presenting a drop in impedance measurements. The patient had presented to the emergency room with fatigue and pre syncope. No additional adverse patient effects were reported.